Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) sent the customer a replacement blue fiber cable (bfc) to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed called during the set-up of the system for surgery and stated that the blue fiber cable (bfc) connector normally connected to the patient side cart (psc) was damaged because they ran over it with a cart and the connector was broken/open. The surgeon had tried to restore the connection which was not successful. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked to check the color of the bfc status led on the psc; the customer stated it was off. The isi tse suggested switching off the system and connecting the bfc from the surgeon side cart (ssc) to the psc and powering up the system. This resulted in a solid blue bfc status on the psc. The isi tse confirmed with the customer that there was no physical damage to the bfc connector on the psc. The customer had no spare long bfc or short bfc from the simulator. The procedure was aborted after anesthesia administration and port placement. Isi followed up with the initial reporter and obtained the following additional information: there were no system issues prior to the start and during the setup. The procedure was in progress for about 20 minutes. There were no post-operative complications.